Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's implantable cardiac monitor (icm) was experiencing diagnostic anomaly. No intervention has been performed. There were no patient consequences.